Event description:
The customer contacted philips to report that they were unable to cardiovert a patient. They were unsure if energy was delivered during a cardioversion. There was no impact to the involved patient as the patient converted on their own.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted once the investigation is completed.